Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with symptoms of pocket infection. The patient reported that one of his children damaged the implant site. The system was explanted. The patient was given antibiotics to clear the infection. The patient tolerated the procedure well.